Event description:
Event description guidant received information from the patient's family that this device had 'lost its program'. The caller wanted to know if there were any previous events on the pacing system. The caller indicated 'one lead had dislodged' but they were not sure which one. The caller said the device was not working and wanted to know if it was on a recall. The patient had passed away approximately 16 months after implant.